Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (food database) issue. Reportedly, the food database was not functioning correctly. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/20/2015 device evaluation: the pump has been returned and evaluated by product analysis on 10/01/2015 with the following findings: on investigation, the alleged food data issue was not duplicated. Review of black box data did not find issues related to the complaint in the pump history. No activities out of normal were observed. The pump¿s user setting showed a blank food data base. A new food data base was uploaded correctly with the supplier¿s software. The pump powered up and functioned properly. A rewind/load/prime sequence was completed without issues. Unrelated to the complaint, a battery compartment crack was found above the grip pad in the threads area. The display was found to be dim and discolored.